Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6). It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 in the morning. The customer blood glucose level was 579 mg/dl at the time of hospitalization and other blood glucose value that day were 508 mg/dl, 534 mg/dl and 465 mg/dl. Customer stated that positive results in ketones test also experienced nausea and vomiting. Customer also stated that cannula was bent. The customer was treated with all kinds of different insulin's. The customer stated that they not sure whether auto mode feature was active nor not. The device will not be returned for analysis.